Event description:
It was reported patient's lead had migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094528. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported both patient's leads had migrated, and patient lost effective therapy as a result. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected: b5.

Manufacturer narrative:
Corrected: d2a. Corrected d10.